Event description:
It was reported that post-operative a sleeve gastrectomy procedure they observed a leak at the eg junction along the staple line. The patient was re-admitted to the hospital and remains in ICU. The device was discarded. No further information is known at this time.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.